Manufacturer narrative:
A test reservoir was installed and it was found that it did not lock in pace due to broken reservoir tube lip. Minor scratches were found on the display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, and missing reservoir tube o-ring were also found.

Event description:
The customer reported via phone call that their insulin pump is cracked. Customer states that the compartment where the reservoir goes in is cracked, and it won't stay in place anymore. Their blood glucose levels were 400mg/dl. The customer was advised to disconnect from pump. Customer states that they might have bumped against something cause the area to crack. The customer was advised to discontinue use of pump, and that a replacement pump would be sent out.